Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device failed to discharge with attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Additional information obtained from the customer during the investigation indicated that this medwatch report was submitted in error. The customer indicated they thought the "no shock advised" message meant the device did not discharge. However, the device performed appropriately and will not be returned to zoll medical. Device logs were asked to be returned to support customer communication, but have not been returned to date.